Event description:
It was reported by the customer that the duo glide dialysis catheter has huge bubble/aneurysm type near hub. Customer did say they power injected through it in cat scan." Additional information received (B)(6) 2023: it was reported by the customer "the product is a duo glide acute dialysis catheter. The product was inserted in a patient who went to CT (they power-injected contrast through the catheter) and the catheter bubbled up. The patient didn't have harm but had to have the catheter replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of ballooning of the extension tubing of a catheter is confirmed and was determined to be related to device use. One 24 cm duoglide dialysis catheter was returned for evaluation. An initial visual observation revealed that the proximal segment of the extension tubing of the venous side of the catheter exhibited ballooning. The event description claims to have power injected contrast through the catheter, but the catheter is not power injectable. Because the customer revealed attempts of power injection while using the device, the returned duoglide catheter ballooned at the proximal end of the extension tubing of the venous lumen and the complaint of ballooning is confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the duo glide dialysis catheter has huge bubble/aneurysm type near hub. Customer did say they power injected through it in cat scan." Additional information received 5/06/2023: it was reported by the customer "the product is a duo glide acute dialysis catheter. The product was inserted in a patient who went to CT (they power-injected contrast through the catheter) and the catheter bubbled up. The patient didn't have harm but had to have the catheter replaced.